Event description:
During device evaluation, the service repair technician found white residue in the air/water cylinder and the air/water tube of the gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.